Event description:
Medtronic received a report that the pipeline failed to open and vasospasms occurred during the procedure. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm right internal carotid artery - para with a max diameter of 6.2 mm and a 3.8 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.1 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Post operative findings related to blood flow contrast showed no anomalies. It was reported that phenom27 was guided to the middle cerebral artery and a pipeline was delivered in a young female in her 20s. Imaging was taken after delivery of the pipeline, and the vasospasm was noticeable and attempts were made to deploy it, but it could not be opened from the middle. Flow diverter placement was abandoned, and the procedure was successfully completed with coil embolization under stent assist. It was reported deployment failure occurred in the shaft center. The pipeline was positioned in a center bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed two or less times. There was no operation or using another device to deploy the stent. The stent was removed from the patient by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that excessive vasospasm by young women was the cause of the failure to open. The catheter was removed and it was resolved by waiting. No issues with the phenom catheter were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.